Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd ultra-fine¿ insulin syringe the stopper separated from the plunger. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during the use of the bd ultra-fine¿ insulin syringe the stopper separated from the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Manufacturer narrative:
A complaint history check was performed and this is the 1st related complaint for stopper separates from plunger on lot # 5201565. Investigation summary: customer returned photos of a poly bag for 1cc, 6mm, 31g syringes from lot # 5201565. Customer states that some of the syringes released the stopper from the plunger. The attached photos do not show the syringe in question. A review of the device history record was completed for batch # 5201565. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200603020] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during the use of the bd ultra-fine¿ insulin syringe the stopper separated from the plunger. There was no report of exposure, serious injury or medical intervention.